Event description:
It was reported that, during final x-ray for tka surgery and after one (1) outer-grip locking fem implant impactor was used normally to hit the femoral component, it was noticed that there was a piece of metal in the patient. It is unknown if/how the problem was resolved or what was the patient outcome.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that a piece of the dowel pin that holds the impactor plate in place broke off. This piece was not returned. The device shows signs of extensive wear and use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The work instruction that describes the assembly of this product indicates that both dowel pin holes shall be reamed using the drill press. Further investigation confirmed that this was an unapproved step in the assembly process as this caused out of tolerance measurements for the pin hole located on the drive shaft and an increased potential for the disassembly of the dowel pin and the impactor plate from the impactor. Therefore, it can be concluded that the cause of the reported incident was the unapproved assembly process of the pin to the drive shaft, as the pin is prone to disassembling and/or sitting proud, making it easier to fracture. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. This issue was identified and is being addressed though our internal quality process. Based on this investigation, the need for corrective action is indicated. A historical review concluded that there are no prior actions related to this product and event. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: h7, h9.

Manufacturer narrative:
H7, h9, h10: the associated device was returned and evaluated. The visual inspection revealed that a piece of the dowel pin that holds the impactor plate in place broke off. This piece was not returned. The device shows signs of extensive wear and use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Deeper analysis was performed and it was determined that the work instruction that describes the assembly of this product indicates that both dowel pin holes shall be reamed using the drill press. Further investigation confirmed that this was an unapproved step in the assembly process as this caused out of tolerance measurements for the pin hole located on the drive shaft and an increased potential for the disassembly of the dowel pin and the impactor plate from the impactor. Therefore, it can be concluded that the cause of the reported incident was the unapproved assembly process of the pin to the drive shaft, as the pin is prone to disassembling and/or sitting proud, making it easier to fracture. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. This issue was identified and is being addressed though our internal quality process. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H6: component code.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that a piece of the dowel pin that holds the impactor plate in place broke off. This piece was not returned. The device shows signs of extensive wear and use. This inspection was conducted by naked eye. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.